Event description:
Stent device dislodged from deployment balloon catheter prior to positioning of stent for deployment in vessel. Stent was dislodged during catheter advancement. Physician had to inflate balloon to "crush" stent and imbed against arterial wall to prevent stent migration.